Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported a leaking trocar during a combined lens extraction and vitrectomy surgery for dropped nucleus in the left eye (os). There was a softening of the patient's eye. The procedure was completed satisfactorily as only one port was leaking. There was no delay and the operated eye result was satisfactory. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, two 23 ga 6mm valve component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves investigation was opened and identified further actions to improve valve performance. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken.